Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damage by another device (dislodged) appears to be related to procedural condition and the single leaflet device attachment (slda) appears to be due to the device damage by another device. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number. Na.

Event description:
This is filed to report single leaflet device attachment and device damaged by another device. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, and a bi-leaflet prolapse (prolapsed anterior mitral leaflet and prolapsed posterior leaflet). A mitraclip xtw (lot: 20829a1083) was implanted. The clip was stable. A second mitraclip xtw (21012r2047) was used, but while grasping the leaflets, the device interacted with the chordae, and while trying to free the clip from the chordae, the second clip interacted with the first clip, which caused the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was able to be freed from chordae and deployed on both leaflets with some residual chordae tissue in the clip. To stabilize the slda clip, a third clip was implanted. To further reduce the mr, a fourth clip was implanted. The procedure was completed with four clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.